Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that they have experienced a back check valve failure that involved chemotherapy. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "over the course of one year this facility has reported three events in which the secondary medication bag was seen to backflow into the primary bag at the initial infusion set-up. Each time the tubing was removed and sent to the company for investigation. The first two events occurred in early this calendar year and the third event occurred approximately 5 months later. This week, I received details of the investigation in which each of the three events was confirmed as a back check valve failure. I recently received an additional report of a similar event occurring at our facility with chemotherapy infusion. No tubing was saved and therefore was not returned to the company. In each of these events no patient harm occurred, however each event resulted in delayed treatment, additional lab testing, additional supplies and additional nursing time to address event and change equipment. Similar events have been reported in previous years."

Event description:
In addition the customer reported that the chemotherapy treatment delay resulted in extended time at the treatment center.